Event description:
The surgeon discovered via arthroscopy that the t2 cannot be deployed. However, the t1 is inside patient's knee. The surgeon open another ultra fast fix and resolved the meniscus repair. Additional information confirms t1 was cut free and left in the joint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One device was received without ts and suture present and was reviewed by engineering. It was functionally tested for actuation and actuated without issue. Without the return of suture and ts the failure mode cannot be confirmed. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).